Event description:
New information notes that the patient presented in-clinic for a check-up after the right ventricle lead exhibited over-sensing noise episodes. The right ventricle lead was explanted and replaced on (B)(6) 2021. During the explant procedure, physician noted that the right ventricle lead had damage consistent with clavicular crush as well as sub-clinical insulation damage consistent with lead-on-can abrasion. No patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited under-sensing and noise. No intervention was performed. No patient consequences.